Event description:
"Doctor performed a heroption cryotherapy uterine ablation procedure in 2006. Ten days later, the patient went to the emergency room with severe, diffuse abdominal pain. The following year, surgeons performed a hysterectomy. Pathology reports a perforation at the fundus of the uterus. One month later, patient was re-admitted to the hospital with recurrent small-bowel obstruction and underwent small-bowel resection. Patient is currently improved."